Event description:
Limited information is available about this event. Additional information was requested. It was reported the hospital purchasing department received an iab with a note "ruptured."

Manufacturer narrative:
Follow-up report will be filed when evaluation is completed.